Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the unit inflated by itself. On (B)(6) 2018, it was clarified that the reported event was an ongoing issue, but nothing has been reported until (B)(6) 2018. Additional dressings were applied to the bleeding site. X-rays were taken in recovery. There was no harm or injury reported. Another device was not used to complete the surgery. There was no extension or delay reported. The surgical technique for the product was followed. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) review was not performed as the product was conforming during initial inspection and falls within the scope of icwr008 (limited investigation). Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 2200ts tourniquet on (B)(6) 2018 revealed that there were no faults found with the device. The software needed upgraded to the latest version and a radio frequency (rf) warning label installed. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet surgical on (B)(6) 2018 which included upgrading the software to the latest version and applying a rf warning label. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed as the device functioned as intended during initial inspection. Instructions notes that concurrent use of the a.t.s device with an electromagnetic interference emitting device could cause erratic behavior of the touchscreen and spontaneous inflation and is scoped to include all a.t.s 2200 and 4000 devices. The instructions for use also state that the customer can prevent electromagnetic interference with an a.t.s 2200 or a.t.s. 4000 tourniquet system by maintaining a recommended minimum distance between the two devices. However, as there is no confirmed follow-up pointing to the device being used concurrently with electromagnetic interference emitting machines and the service technician was unable to reproduce the reported event, there is no evidence that points to concurrent use of the device and an electromagnetic interference emitting machine. Therefore based on the information provided, the root cause of the device automatically inflating could not be specifically determined.

Event description:
It was reported that the unit was inflated by itself. The event occurred during surgery. Following surgery, additional dressings were applied due to bleeding at op site as well as x-rays taken in recovery of op site were necessary. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that during a right below the knee amputation the unit was inflated by itself. Additional dressings applied related to bleeding at op site, x-rays taken in recovery of op site were necessary. There was not a significant amount of bleeding per surgeon notes.